Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5145345.

Event description:
It was reported via voluntary medwatch, that the patient presented with unspecified malfunction exhibited on the right ventricular (rv) lead. The rv lead was capped. There were no patient consequences reported. Further information was not provided.